Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with a 375cc mentor memorygel breast implant experienced right sided hematoma post procedure. As a result, patient had an explantation on (B)(6) 2020.

Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on 1/8/2021. Device evaluation summary: according to the information reported, the patient developed hematoma. During the visual evaluation of the picture no apparent damage or visual anomalies were observed in the product. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime. Careful hemostasis is important to prevent postoperative hematoma formation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 26, 2021 the mentor failure analysis lab has received the device for evaluation. Patients initials are j.y. The investigation of the returned device was completed by the failure analysis lab on march 8, 2021. Device evaluation summary: according to the information received, the patient experienced hematoma. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 375cc returned device. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).